Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result for a single patient sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The tropi es result was not reported outside the laboratory, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred on a single patient sample on the vitros eci q analyzer the investigation also determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. An ocd field engineer performed service actions to multiple subsystems of the eciq analyzer. The vitros eci system and the tropi es reagent were performing as intended after the service actions were performed. The investigation into this event concludes that the root cause of the event is unknown , however; the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.